Manufacturer narrative:
On 5/2, mentor received the following information: date of breast prostheses explant: (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/24/2018, mentor received additional information that the patient elected to undergo bilateral removal and replacement with mentor memorygel breast implant 445c gel prostheses on (B)(6) 2018. No complications were noted. The mentor failure analysis lab received the device for evaluation on 5/29/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a mentor siltex round moderate profile 350cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient elected to undergo bilateral removal and replacement with mentor memorygel breast implant 445c gel prostheses on 5/21/2018. No complications were noted. The device was received at mentor without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.2 cm within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 4/26/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left mentor siltex round moderate profile 350cc saline prosthesis, catalog: 3542655, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a mentor siltex round moderate profile 350cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure through a physical examination. At the time of this report, mentor has received no information regarding explant date.